Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 405-406 mg/dl. The customer alleged that the pump did not deliver enough insulin. Customer went to the hospital and was disconnected from the pump and treated with manual injections to address bg. Customer was released from the hospital on (B)(6) 2021 with no permanent damage. Reportedly, customer performed a supply change and resumed insulin therapy.